Event description:
Customer's nurse reported customer received an e-3 message on their freestyle freedom lite meter. Customer's nurse reported customer experienced symptoms of sweatiness and lost of consciousness and ate food to counteract their symptoms. Paramedics were called and they treated customer with glucose via IV and im. Customer's nurse also reported customer received a reading of 39 mg/dl at the time of the event; however, it is unknown if it was from customer's adc meter or hcp meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.